Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, ptosis, and bilateral breast capsular contractures (baker grade ii-iii), post-procedure. The ruptures were diagnosed via physical examination and mammography. As a result, the patient underwent bilateral total capsulectomy, mastopexy and bilateral removal and replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 7426414 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9547136 sn: (B)(4) on (B)(6) 2021. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant has been reported under mrn: 1645337-2021-07087.